Manufacturer narrative:
(B)(4). Added additional information the device was returned in good visual condition. Testing confirmed the short on the device when the jaws are fully or partially closed. The active rod insulation has been skived (insulation was scrapped exposing the active rod) under the pivotal area of the jaw. The damage has exposed the surface of the active rod and allows contact with the upper jaw. The exposed surface of the active rod allows contact with the upper jaw creating an electrical short and the replace device warning which would not allow energy to be transmitted to the test media during analysis. This may affect the sealing performance of the device.

Event description:
It was reported that during an unknown procedure the device stopped coagulating. Another device was used to complete the case with no patient consequence. There is no additional information available about the event. Additional information requested, but not yet received.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.